Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4 batch #: c9et59. Corrected data: d4 UDI #. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 1/8/2026. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the tip did not open during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2026. Additional information was requested and the following was obtained: ·it was mentioned that "the jaws did not open." But please tell us how the device was removed from the tissue? =>an electric scalpel was used to cut away the tissue surrounding the device and the device was remove from the patient's body. ·please tell us the surgical procedure used in this case and the area where the product was used? =>the procedure was a total laparoscopic hysterectomy (tlh). ·was any tissue damage observed? => no tissue damage was observed. An analysis of the product could not be performed since a physical sample was not received for evaluation. Corrected data: h6 medical device problem code.